Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to convert the ukr to a total knee replacement. Patient had an uncompartmental knee done approximately 14 years ago and started to experience pain due arthritis. Update 8/14/2017 product follow-up was unable to determine if this was a case of "natural progression". Products reported for pain. Should additional information be provided, this MDR decision may be revised. Complaint updated on 9/12/2017.

Manufacturer narrative:
The device associated with this report was not received for examination depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.